Event description:
A customer reported a foggy haze/oil mist in the processing room one day after preventive maintenance was performed. The customer stated the sterrad nx sterilizer did not cancel during any cycle. There was no report of injury or harm to healthcare workers. An asp field service engineer (fse) was dispatched to assess the unit onsite.

Manufacturer narrative:
An asp field service engineer (fse) responded to the customer's report of haze/oil mist. Upon arrival at the site, the fse found the o-ring missing from the filter. He replaced the o-ring and the filter. He ran a test cycle and the unit meets specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze / oil mist. . Trending analysis for haze / oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard evaluation) relating to haze / oil mist issues was reviewed and the risk is considered low. The shuma (system hazard use and misuse analysis) was reviewed. The adjusted risk was considered "broadly acceptable". There was no part returned for investigation.